Event description:
On 2/3/99, datascope rec'd the mandatory medwatch form from the user facility and the following info was reported: the patient was post coronary artery bypass graft surgery and had deep vein thrombosis. The pt complained of groin pain and the intra aortic balloon was removed. Heparin was started and soon afterward, the patient complained of increased pain and became diaphoretic and was bleeding. He was taken to o/r for surgical repair of torn femoral artery and expired the following day. There was no indication of a product problem. It is not known if removal of the balloon had any bearing on the artery tear. There was no indication that there was a problem with the intra aortic balloon. (Event complications: groin pain/bleeding/repair to torn artery/death-rpt'd 2/3/99) (pt current status: expired-rpt'd 2/3/99).